Event description:
A review of the patient's med records revealed the pt was hospitalized due to fluid overload. The pt has since continued pd treatment on her liberty cycler.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.